Event description:
It was reported that this right ventricular (rv) lead was found dislodged on follow up procedure, causing loss of capture and low heart rate. The physician repositioned the lead on the apex, but there was limited sensing, so the lead went through revision. Once again, the physician repositioned the rv lead in the apex, this time without loss of capture. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to correct and add: b. Adverse event or product problem. 2. Outcome attribute to adverse event. 5. Describe event or problem. H. Device manufacturers only. 6. Adverse event problem in health effect.

Event description:
It was reported that implanted lead was found dislodged on follow up procedure causing loss of capture and causing the heart rate lowering to 30's . Physician reposition the lead on the apex but there was limited sensing, so the lead went through revision. Once again, physician reposition lead at apex, this time there was no loss of capture. Device remains in service. No additional adverse patient effects were reported.